Event description:
It was reported that prior to use, the device was interrogated and it was noted that the battery longevity bar was grey with a voltage of 2.96 volts and a charge time of 11 seconds. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage.